Event description:
Reportedly the pt underwent a CABG procedure where steel sutures were used to close the sternum. Ten days post-op the pt experienced wound dehiscence. Six of the steel sutures used broke through the sternum due to the poor tissue condition of the pt. One of the steel sutures broke due to what the physician believes is the add'l tension of the other six breaking through the sternum.